Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. Contamination was also found under the key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: investigation revealed a dim and discolored display screen. Unrelated to the complaint, the pump was opened; internal moisture was found inside the pump. Also unrelated to the complaint, the keypad cover was found to be torn around the up arrow keypad button; the keypad buttons were responsive. Contamination was found under the key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damage. Also unrelated to the complaint, the battery compartment was found to be cracked from the threads to the pump case seal and corrosion was found inside the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.